Manufacturer narrative:
The device was returned to ams and analyzed. The info from this failure analysis was received on (B)(6) 2011 and results of the failure analysis indicated that an MDR was required. The failure analysis disclosed that the fiber cap detached. The fiber melted, parted at the cap; the shrink tube melted; the jacket and shrink tube were burnt. This device failure is associated with a lack of cooling. The root cause of the device failure was determined to be heat accumulation. The product labeling (product insert 0127-1410) warns that tissue contact or tissue probing may cause fiber damage or breakage. The product labeling also warns of possible cap detachment in the pt and instructions for retrieving.

Event description:
It was reported by a customer on (B)(6) 2010, there was diminished tissue vaporization at 142,465 joules. A failure analysis, conducted by an american medical systems quality engineer, disclosed that the fiber cap detached.